Manufacturer narrative:
Date sent: 08/18/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that an endoscopic low anterior resection was planned/left colon resection. After exposure and direct examination the surgeon decided to remove as low as possible at the sigmoid level. The stapler was used on the distal end and as per the IFU the staple lines were inspected and staples appeared to be formed. (Note: the surgeons used a scalpel as they will do with another device on the cephalad part of the sigmoid). Another device was introduced in the rectum. Half of the staple line of the sigmoid colon opened laterally. They could no longer visualize the staple line to confirm if the staples were formed. No explanation could be provided as to why the staple line appeared in tact after firing, but the staple line opened on insertion of the second device. It was mentioned that this was a hemodialysis pt. Sutures were used to close the incision. The case was converted to an open ileostomy. The opened procedure and ileostomy were not planned for this surgery. Surgery was prolonged 60 minutes.